Event description:
It was reported that 3 catheter revisions were done for catheter migration/dislodgement. The first revision occurred in (B)(6) 2011. No further information was available regarding the event. It was unknown what pain drug was in the pump at the time of the event (device implant query listed the drug as bupivacaine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type: catheter; product ID 8596sc, serial# (B)(4), product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).